Event description:
No new event information to report.

Manufacturer narrative:
D10 investigation ¿ evaluation: visual inspection of the returned products was conducted. A review of complaint history, the device history record, instructions for use, manufacturing instructions, and quality control data has also been performed. The customer returned 46 packages labeled with rpn k-jets-7019 and lot number 8968802 for investigation. One device package was returned opened without the transfer catheter. The other 45 devices were unopened. Examination of each device found that the 40 devices were confirmed to have signs of foreign matter present within the transfer catheter. The unknown substance is similar in appearance to material imperfections or clear beads/droplets of fluid within the transfer catheter. Similar events have been observed, where a customer has observed an unknown or oily substance inside the transfer catheters. Testing conducted has shown that the contaminant closely resembles that of the medical fluid used to lubricate the catheters during the tipping process. Some of the returned devices were sent for analysis to determine if the substance is the tipping solution. Fourier transform infrared spectroscopy, also known as ftir analysis or ftir spectroscopy was conducted on 12 samples. Test results show that the percent transmittance of the substance matches that of the medical fluid sample. Mouse embryo assay (mea) testing has shown that the presence of this manufacturing fluid did not impede in the growth of the 1-cell mouse embryo development to the blastocyst stage. In the quantities, likely to be seen in the transfer catheter, this lubricant is considered safe. In response to this complaint, the device history record for lot number 8968802 was reviewed. This search found that there were not any non-conformances related to this user experienced failure mode. A search of complaint history records revealed no other related complaints have be received on the complaint device lot 8968802. The cause for this specific failure mode is a manufacturing issue; quality control issue. Retraining of applicable employees has been conducted. Per the quality engineering risk assessment, no additional risk mitigating activity is required at this time. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
When the embryologist attempted an embryo aspiration under the microscope prior to embryo transfer, she/he noted an unknown substance(s) lodged inside the transfer catheter. The packaging of total 4 devices of the same lot were opened. The same substance(s) was observed on all 4 devices. The catheters were flushed with culture by using a syringe, but the substance(s) was not flushed out. The devices were not used; there was no patient contact. The exact date of event is unknown but it occurred in (B)(6) 2018. The user commented that the substance(s) did not look like dust but more like oil or oily substance. The devices were disposed of in the hospital. Additional information received 22jan2019: another device with a different lot # was used and the procedure was completed. Customer is returning unused devices from the complaint device lot for evaluation.